Event description:
This IV lead was implanted on (B)(6) 2008 and explanted on (B)(6) 2012 as it was non functional. The procedure took place at (B)(6) medical center at the (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).